Event description:
It was reported that the device was found to be in backup vvi status. Upon further review of device image, multiple episodes of vf due to ventricular noise were noted. The device will be explanted.

Event description:
New information received notes that device and lead were explanted. The lead was found to be fine during procedure. However, it was discovered the lead was not fully tightened in the header which resulted in noise and multiple shocks causing the battery to deplete.